Manufacturer narrative:
Evaluation: device or lot codes not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following information on observation and when dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressing changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Health care facility reported that the gel pad separated from the dressing upon removal on an immunosuppressed, multiple myeloma patient. The facility reported that tweezers were used to pick off the gel. The facility reported that the patient had a tunneled apheresis catheter on the neck that was not cultured, and no chg dressings were used on this site. The facility reported that on february 15, the patient was diagnosed with a line infection and source was most probably from tunneled catheter and did not think it was related to the dressing. Removal techniques were provided to the facility.